Event description:
The patient reported that while having a bath she noticed that the v-go fell off. The patient reported that there was some blood around the needle area. The patient reported that this happened after about 10-11 hours of wearing the v-go. The patient reported that this event happened again in (B)(6) 2020 when she was working, she stood up and she felt the v-go fall down. The patient discarded the v-go's.